Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A patient enrolled in (B)(6) study ((B)(6)) passed away at home on (B)(6) 2016. The cause of death was unknown (it was not know if death was device-related or not), no autopsy was performed. Preliminary analysis of the available programmer files until (B)(6) 2016 (few days before death) did not show any abnormal observation that could be linked to the patient's death.

Event description:
A patient enrolled in clinical study (carat) passed away at home on (B)(6) 2016. The cause of death was unknown (it was not know if death was device-related or not), no autopsy was performed. Preliminary analysis of the available programmer files until august 2nd, 2016 (few days before death) did not show any abnormal observation that could be linked to the patient's death.